Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d9, h6. (Type of investigation, investigation findings, component codes, medical device ¿ problem code, investigation conclusions). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that on site inspection determined the fault was caused by a pim failure. The fse replaced the drive manifold (0104-00-0031) and resolved the issue. Device passed the performance and safety checks according to factory specifications.the following investigation was performed by (B)(6) technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: ar 6 apr 2026.the failure analysis and testing dept. Received part number 0104-00-0031 with a reported unit failure of the unit not functioning and alarming. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Manifold fails to function properly. K8 solenoid has a clunking noise and is faulty. Possible cause is a component reliability issue or wear and tear. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Av.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) experienced pump stoppages, absence of reverse pulses, and no alarms during operation. No harm or injury to the patient was reported.

Manufacturer narrative:
Initial reporter: (B)(6). Due to characterization limit e1 event site address and telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.